Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when opening the package, two needles had disengaged from the threads. The device was not used in patient. The procedure was completed with another device. There was no patient injury.